Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708695 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2020; explant date (B)(6) 2024 brand name activa; product ID 3708695 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2020; explant date (B)(6) 2024 brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a measurement was taken from the activa rc before surgery and the left side was 3000-3800 and the right was 2700-4600 and high. When the implantable neurostimulator (ins) was removed and the activa adapter to the lead was measured, the left was 3500-4600 and the right was 3000-5100. When only the lead was measured, the right and left were both 2000-3000. When the adapter was replaced and measured with the percept rc, the left side number 0 was in the 5000 range and the right number 0 was > 10k. There was no change even after reconnecting. Only the lead was measured twice again. The left side contact 0 was 2300-3200 and then 1700-2900. The right side contact 0 was 31500-38900 high. Re-measurement of the left lead that should be safe. 2288 for 0-2 only, and all other ones were all high values, including those other than number 0. Gave up and connected to percept rc and re-measured. The left 0 was 1700-2200 and other normal values. The right side 0 was >10k. At present, only the lead and percept rc are placed in the body. The lead will be removed and the lead and adapter will be placed again at a later date. It is unknown if there are any patient/external/environmental factors contributing to this event. The issue has not been resolved at the time of this event. No symptoms were reported.

Event description:
Additional information was received: it was reported that surgery was confirmed to perform on (B)(6) 2024, and whether to remove the ipg and change the selected manufacturer will be confirmed at the conference on (B)(6) 2024. The cause of the high impedances was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 3708695, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6)2024, product type: extension. Product ID: 3708695, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type extension. Product ID: 3389-28, lot# 0217514779, product type: lead. Product ID: 3389-28, lot# 0217514780, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 37612 implantable neurostimulator (ins) (serial number (B)(6)) determined that the implantable neurostimulator (ins) was functional. Analysis of the 3708695 extension wire (serial number (B)(6)) revealed no anomalies with the extension. Analysis of the 3708695 extension wire (serial number (B)(6)) revealed no anomalies with the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.